Event description:
Customer reports the following: "error ID 51 speaker error. Speaker has been replaced and a quality [control] carried out." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and multipe error code 51 was found. The device was not returned to brézins for investigation as repairs was carried out locally. The replaced "speaker kit" was received at brézins for further investigation. A visual control was performed and nothing to notice. Fv'investigator cross tested the speaker with volumat tester to verify the claim. The analysis shows that the speaker kit operated in test mode as well as infusion mode without triggering any technical errors. Therefore the reported events have not been reproduced but is confirmed by device history log. However, the reason for the failure is most likely due to other causes that can only be analyzed with the associated device. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.